Event description:
Savvy balloon used in the procedure burst at approximately 8 atmospheres during the first inflation. As per the qualrap, there is no pt or procedural info available. The procedure was completed with another balloon. There was no reported injury to the pt.